Event description:
According to the available information after implanting the static anchor into the patient's obturator membrane, when counter rotating, the anchor became dislodged from the suture and was left behind in the orburator.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.